Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer's blood glucose level was reported to have been 217 mg/dl, then became elevated to 300 mg/dl, then came back down to 85 mg/dl. The customer had been able to deliver a bolus using the pump.